Event description:
A customer reported that the adc device detached prematurely and was unable to obtain sensor readings. The customer experienced sweating, confusion, and a loss of consciousness and was unable to self-treat. The customer was provided water and sugar by a non-healthcare professional for treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor kit were reviewed and the dhrs showed the sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely and was unable to obtain sensor readings. The customer experienced sweating, confusion, and a loss of consciousness and was unable to self-treat. The customer was provided water and sugar by a non-healthcare professional for treatment and no further information was provided. There was no report of death or permanent injury associated with this event.